Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had error b31, e104. The event occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: looseness in the blue ring, the light guide chipping and peeling of the plating on the tip metal part. Based on the results of the investigation, it is likely the following led to the malfunction: error b31 caused by component failure of the universal code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.